Event description:
Healthcare professional additionally reported left side "silicone within the axillary lymph nodes" and "lymph nodes are enlarged." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified: one broken crease sharp on the radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: broken crease sharp on the radius assessed as fold flaw opening. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture¿. Device remains implanted.